Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced intolerable diaphragmatic stimulation when the left ventricular (lv) lead was turn on for the bi-ventricular device randomization assignment. This occurred in all three configurations; therefore the lead had to be turned off. No patient complications have been reported as a result of this event.